Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving gablofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had consistently had issues with the pump since its implant in 2016. The patient reportedly felt that the system was not working correctly. Even at a low dose, he felt that the pump was working for 3 weeks post implant and then it quit. Increasing the baclofen dose did not change the symptoms. A catheter revision was performed in (B)(6) 2017 with no resolution. There were no noted environmental, external, or patient factors that were thought to have led or contributed to the issue, and it was unknown what further diagnostics or troubleshooting were performed. It was noted that the hcp had asked if there was any way to implant a new pump at no charge, but no further surgical plans were indicated at the time of report. The issue was unresolved at the time of report and the patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that it was discovered that the pump was the likely source of the system failure. The entire system was removed on (B)(6) 2017. It was reported that the system was evaluated for known possible system failures: catheter tip granulation, catheter kinking, catheter migration, catheter misplacement, catheter constriction by suture, failure to attach the connector to the pump correctly, and catheter blockage. This was done through visual inspection, x-ray, and intraoperative myelography. The top access port in the pump was checked for patency, and the drug was withdrawn from the pump without complications or abnormalities. It was reported that pump was not collected as planned. It was noted that the patient requires the pump due to spasticity in relation to a severe head trauma that occurred some years ago. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017. Product type catheter, product ID 8784, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2017. Product type catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient had a history that included: esophageal stricture, gastroesophageal reflux disease, difficulty swallowing, high cholesterol, history of transfusion of packed red blood cells, musculoskeletal disorder, activity involving cardiorespiratory exercise, neuropathy, spasticity and traumatic brain injury due to being struck in the head by a baseball and losing consciousness for an unspecified duration((B)(6) 1992). He has chronic bilateral lower extremity spasticity and gait impairment that was managed in part with intrathecal baclofen; patient could not stand on each foot independently and had truncal ataxia.he was receiving gablofen (280 mcg/day) via an implantable infusion pump. It was noted that the patient was taking zolpidem (10 mg ) by mouth nightly for sleep. It was reported that the patient was a smoker and used alcohol. It was reported that the patient had continuing problems with spasticity; some days the pump worked fine and others it did not. The pump intermittent effectiveness was confirmed with a physical examination and h reflex testing. The radiologist performed a indium study and it showed delayed or slow transit in the patient's cerebrospinal fluid spaces. It was speculated that it was related to a proximal kink in the catheter however, there was no image showing the catheter that would confirm this. A computerized tomography (CT) scan was planned for the patient's abdomen was planned. It was reported that in early (B)(6) 2017 the pump was tested and found to be obstructed. On (B)(6) 2018 the catheter was revised and the proximal catheter was replaced. During the procedure it was noted that there was granulation tissue around the valve and connecting hub of the catheter therefore, it was thought that it was partially connected. The catheter was disconnected from the valve and tested for cerebrospinal fluid flow, there was scant flow, the catheter was trimmed from the existing connector and excellent cerebrospinal fluid flow was then obtained. The pump was flushed on the back table without problems. The pump was connected to the new catheter and inserted into the abdominal pocket using a securing silk stitch to avoid pump migration. It was noted that spasticity was present in the patient's bilateral upper and lower extremities preoperatively. Post-surgery it was reported that the hcp felt that the system was not working. It was reported that the patient stated that he felt the pump was working for about three weeks after surgery, but then quit. Increasing the baclofen dose did not change the patient's symptoms. It was noted that the patient seemed frustrated and disappointed. The nature of the malfunction was not clear, discussion on replacing the whole system was noted. The patient was prescribed oral baclofen (20mg) and ambien(10 mg) due to insomnia . It was reported that patient had a pump adjustment (500 mcg/ml increased to 129.89 mcg/day) on (B)(6) 2017 and the spasms and pain in the patient's legs were getting much better. During a follow up appointment on (B)(6) 2017 the patients pump was adjusted (500 mcg/ml increased to 159.96 mcg/day) and the patient reported minimal improvement and that is was challenging to walk. Troubleshooting performed on (B)(6) 2017. A bolus of 50 mcg was given to the patient and their response was monitored; no response or change was noted post bolus. The pump was checked for a volume discrepancy; none found. The hcp discussed having further troubleshooting performed; having the side port aspirated. The patient reported being miserable. A fluoroscopy was performed and the hcp attempted to aspirate the catheter access port using a 24 gauage needle only 1.8 cc of fluid was yielded that appeared serosanguinous initially, then clearing to light amber color, and certainly did not yield a steady flow of cerebrospinal fluid. The procedure was terminated and the catheter was deemed compromised and presumptively occluded. During a refill appointment on (B)(6) 2017 the patient decided he did not want the pump refilled with baclofen; it was refilled with saline (500 mcg/ml 24.03 mcg/day). No further complications have been reported as a result of this event.